Event description:
During pediatric heart transplant, ventilator of the anesthesia machine malfunctioned. Ventilator failed to trigger the breath halfway through an anesthetic. Self test of the anesthesia machine and ventilator test did not recognize any problems prior to starting the case. Hand ventilation with pressurization of circuit was possible excluding circuit leak as possible cause. After hand ventilating, rebooting, and testing machine, able to use ventilator again.